Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient's device was implanted with a setting of 1. According to the report, the patient was now in the hospital and the setting was 0.5.

Manufacturer narrative:
Additional information received reported the patient was implanted on (B)(6) 2017. According to the report, the patient was doing ¿really well¿ at the time with the device working as intended on the lowest setting. It was further stated that the initial report was as a question of reliability of the external device as the setting showed 0.5 when checked where it should have shown as 1.0.